Event description:
Customer called wanting repair of model #03800a blender. Initially customer stated that the problem was that the blender didn't alarm when the air hose was connected. Then customer stated that now the blender alarms all the time. It seemed that the biomed was unsure of the intended functions of a blender. After speaking with customer, customer decided that the blender needed an overhaul.